Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: no device component fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter:when putting endo gia down the trocar the plastic rubber seal fell off. The patient is in good status. A new device was used to correct the situation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 min. Additional information was requested but not yet received.